Event description:
Customer was hospitalized for high bgs and dka. The customer had high bgs for few weeks and customer also had a cold. Troubleshooting was performed. The histories and programming on the pump were accurate. In addition, a lead screw and high-pressure tests were completed and passed.